Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that multiple cartridge alarm 1 occurred during the load sequence. The customer's blood glucose level was 300 mg/dl. Reportedly, a cartridge change was performed and the customer continued to use the pump for insulin therapy. Additionally, it was reported that an occlusion alarm occurred. Reportedly, customer reloaded the cartridge to address the occlusion and resumed insulin therapy.